Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of mi and subsequent death. The cause death was reportedly due to the patient¿s mi. However, the cause of the mi was not provided; therefore, causality cannot be fully established. When acute coronary events occur, ckd patients are at greater risk for complications, morbidity and/or mortality when compared to the general population. Given the limited information available, the liberty select cycler cannot be disassociated from the event. The liberty select cycler was not returned to the manufacturer for evaluation, nor was the cause of the patient¿s mi established. As such, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support for assistance with their cycler (documented in file (B)(4)). Upon follow up, it was reported that the patient expired on (B)(6) 2019; the cause of death was reported as myocardial infarction (mi). During follow-up the pdrn stated the patient was not connected to the liberty select cycler at the time of death. However, the patient receives a 1500ml daytime dwell (last fill) at the end of ccpd therapy, which was still present in the patient¿s abdomen at the time of death. The pdrn stated it was unknown if the mi was related to pd therapy; however, the patient had a known history of hypertension (htn). Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.